Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating the screen failed to properly show ECG (electrocardiogram) rhythm while on a call. The screen was cleaned after returning to station, and as soon as pressure was applied, screen began to function properly. The patient was in cardiac arrest and being monitored through the defibrillator pads. The ECG (electrocardiogram) rhythm was successfully displayed on the tempus pro, but not the tempus ls manual, as such, did not impact the care or outcome of this patient.

Event description:
This report is based on information provided by remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating the screen failed to properly show ECG (electrocardiogram) rhythm while on a call. The screen was cleaned after returning to station, and as soon as pressure was applied, screen began to function properly. The patient was in cardiac arrest and being monitored through the defibrillator pads. The ECG (electrocardiogram) rhythm was successfully displayed on the tempus pro, but not the tempus ls manual, as such, did not impact the care or outcome of this patient.